Event description:
It was reported that during a demo of the da vinci system, the console hand assignments were backwards. The left hand control was controlling the instrument in universal surgical manipulator (usm) 3 and the right hand control was controlling the instrument in usm 1. The technical support engineer (tse) walked the caller through ensuring the hand control assignments were correct with no change. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. It was confirmed that the image was flipped upside down with the installed 30 degree endoscope. The issue was resolved by manually rotating the scope 180 degrees. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Field h10 is blank as there are no related report numbers.